Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, high impedance was observed on the right ventricular lead. Lead impedance returned to normal and the patient would be monitored.